Event description:
The following was reported to hamilton medical ag: due to dyspnea and brain stem injury, the child underwent tracheal intubation and ventilator assisted breathing. During the treatment process, there was a black screen and red light alarm flashing on the ventilator, and the child's blood oxygen saturation gradually decreased to 75%. Artificial respiration was performed using a breathing bag, and the power connection of the ventilator was checked. The condition was normal. Restart the device and it can operate normally. There was no power outage in the department on that day. Reconnect the child to the ventilator and ensure normal operation. No patient harm, however, decrease of desaturation to 75% occurred.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).